Event description:
Surgeon was drilling a hole for distal screw placement in the patient's leg during repair of a femur fracture. The 5.0 short drill bit broke off in the bone. The surgeon attempted to remove the broken drill bit but the bit "stuck" in the bone.